Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the right ventricle lead exhibited noise that was oversensed by the device and led to pacing inhibition. The lead was capped and replaced on (B)(6) 2022. The patient was recovering post procedure.